Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 1 and 4 hours. In addition the patient reports the pods adhesive had separated from the pod causing the cannula to become dislodged from the pod infusion site (leg). As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. Corrosion was observed on the pcb, mechanism rails, and bottom battery. An internal fluid leak was identified, which is confirmed as the cause of the observed corrosion. No damages or deficiencies were observed that could be confirmed as the cause of the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Inspection of the adhesive pad could not be determined. The adhesive pad was not returned with the device. The cause of the reported adhesive issue could not be determined.